Event description:
A customer observed repeatable psa results on a pt sample that did not match results from two alternate methods, the vitros results was not reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into the event showed that, the calibration in use was typical compared to expected values and qc results were acceptable. Data logger analysis did not reveal any evidence of analyzer malfunction. There was no evidence of any issue with signal reagent rehydration. No other pt samples have been affected. The vitros psa assay lists under limitations of the procedure: "different assay methods cannot be used interchangeably. Psa in a given pt sample determined with different assays and from different manufacturers can vary due to differences in assay methods and reagent specificity. A change to the assay used during serial monitoring of a pt should be accompanied by additional sequential testing to confirm baseline values. The results reported by the laboratory to the physician must include the identity of the psa assay used." The root cause of the event is unknown.